Event description:
The end user stated the right hand front wheel has come lose from the frame on a (B)(4) rollator. He stated the part up in the frame where the wheel attaches is stripped and can no longer hold the wheel in place.